Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. Event description: "flagyl was administered to patient via secondary tubing line that was connected to primary ivf line. There was about 50-100ml ivf left in primary bag when administration initiated. The medication was programmed in the IV pump. I returned to the patient's bedside about 10 minutes later and noted that the flagyl bag was empty. All tubing was clamped and pump brain and modules removed. It appeared after further interrogation that the tubing that the medication in the secondary bag was flowing back up into the primary tubing bag via the secondary tubing. The primary ivf bag was more full with 100-200 ml of fluid."